Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-01046. The pt received her scs system on (B)(6) 2008 including an ipg, paddle leads, and lead extensions. It was reported that the patient had loss of stimulation from the system. An x-ray was taken which confirmed the system components were disconnected. The physician explanted and replaced both lead extensions and the ipg on (B)(6) 2008. The explanted devices were returned to ans for evaluation. F/u on the patient found no further issues reported.

Manufacturer narrative:
Device 2 of 2: eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. One extension passed all functional testing. The other extension was missing a terminal end electrode and failed functional testing. Both extensions passed lead pull testing (for lead/extension retention). Ipg was returned separately and not tested with the lead extensions. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4).